Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during cardiopulmonary bypass procedure (cpb), the belt of the large roller pump slipped. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on january 3, 2017: this large pump was being used for cardioplegia delivery (4:1 set). There were no issues during set-up or priming of the cardioplegia circuit and no issues with setting occlusion of the pump per their routine practice. After the initiation of cpb, the aortic cross-clamp was applied and the initial dose of cardioplegia was started. During the delivery of this antergrade dose, the pump speed would slow down and speed up to the set speed and according to the perfusionist the calculated flow displayed on the pump would change from 290 ml/min to 100 ml/min and back to 290 ml/min. This behavior continued for the entire dose. The perfusionist stated that a message would be posted periodically (beltslip) and the visual message was accompanied by an audible tone. The perfusionist stated she backed off (reduced) the roller occlusion by 2 clicks, but the pump behavior continued. The required dose of cardioplegia was able to be administered, but the administration time was slightly longer due to periodic slowing of pump speed. The next two doses were given retrograde or via coronary bypass grafts and the flow rates were lower than when given antergrade. Doses ranged from 50 - 200 ml/min and the pulse type behavior continued. Beltslip messages again occurred with both audible and visual messages. All doses were able to be completed, but did take longer. The last dose was given as a hot shot (warm blood) and this dose was able to be given without the "pulsing" type variation in pump speed. During this warm delivery, the tubing would be warmer and softer. The perfusionist mentioned she had a hand crank available, if needed, in case cardioplegia delivery could not be completed...but the crank was not used as all doses were able to be completed. The case was completed successfully, without delay and without associated blood loss. Though cardioplegia delivery did take longer, the actual surgical procedure was not delayed. There was no harm observed.

Manufacturer narrative:
The field service representative (fsr) could reproduce the "belt slip alarm". He checked and cleaned encoder disc and checked belt tension. He could not find anything specific that would cause "belt slip alarm". Per perfusionist request, the roller pump was moved to a less used position on the system 1 base. Logs were gathered and sent to the manufacturer for review. The device operated to the manufacturer's specifications. Per data log analysis, on (B)(6) -2016 a perfusion screen is opened at 12:36:23 pm. The pump is started at 12:37:01 pm and reports an "underspeed (head < demand) at 12:39:20 and 2 seconds later "belt slip jam status" which will cause the reported belt slip message. This occurs again at 1:14:04 pm.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), no part will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.